Event description:
It was reported that during a vats lobectomy case, the device was difficult to close and there was a noisy crunch sound. The surgeon used another like device to complete the case. The surgeon still felt that the closing trigger was not functioning. After the surgeon closed the closing trigger, a noisy crunch sound was still heard but this time the cutter was fired partially without touching the firing trigger. The surgeon decide to open another like device to finish the case. This time the first firing functioned but the surgeon also felt that the cutter was not performing smoothly. For this reason, the surgeon converted to open to finish the case.

Manufacturer narrative:
Information was not provided by the affiliate. Information anticipated, but unavailable at this time.